Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked lcd display window corners and cracked reservoir tube.

Event description:
Customer reported that she had high blood sugars and stated that the drive support cap is protruding on the insulin pump. Nothing further was reported.